Event description:
It was reported that the patient presented with lumbar stenosis and lumbar degenerative instability. The patient underwent a procedure for l3-s1 decompressive laminectomies and medial facetectomies with l3-s1 bilateral segmental instrumentation and lateral fusion. Plif at l3-4, l4-5, and l5-s1 with peek interbody cages and bmp. Immediate post-op the patient developed low os saturation levels. Po2 saturation was 45 percent on five liters. Patient was transferred to a monitored unit and treated with breathing treatments. By the next day, the patient required two liters of oxygen to maintain o2 saturation of greater than 90 percent. Per dictated notes the physician believes this was due to the patient being post-surgical, the patient likely having copd, the patient may also have some component of pulmonary edema due to fluids received after surgery, and the patient appeared to have acute bronchitis. Treatment for the patient was to receive a dose of lasix, starting on spiriva, cefazolin, IV steroids and albuterol nebulized medications. At 2 months post-op the patient is seen for follow-up for pain. Pt. Was assessed as having right hip djd, and chronic pain syndrome in lower back, bilateral hips, knees and ankles. Treatment plan is an image guided right hip arthrogram. At 4 months post-op, the patient had surgery for a right total hip arthroplasty. At 47 months post-op, the patient diagnosed with low back pain which is diffuse, potentially related to sacroiliac mediated pain secondary to the effects of lumbar fusion. Pt. Underwent an intra-articular corticosteroid injection to each sacroiliac joint. At 51 months post-op, records indicate the patient has had lumbar radicular symptoms; numbness in feet; referred pain to posterior thighs, calves; sacral pain. At 55 months the patient presented with left sacral pain and left s1 joint degeneration. The patient underwent a left sacroiliac joint injection with fluoroscopic guidance and conscious sedation. There were no noted complications. At 56 months post-op the patient complains of chronic low back pain, generalized weakness and numbness and tingling. Diagnosis associated with this visit was myofascial pain syndrome and failed back surgical syndrome.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.